Event description:
A customer reported via phone call indicating a display anomaly their insulin pump due to sunbathing, hot stove, and cold weather. The patient's blood glucose level was 117 mg/dl at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected display anomalies noted, passed pump self test and displacement test. However, the insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).